Event description:
I had dry mouth while recovering from surgery. Used ¿biotene¿ dry mouth oral rinse. Very bad lingering taste. Spit it out. It smelled like something I smelled in (profanity) house cleaning. Decided to try to clean rind out of toilet bowl. Did splendid job. Toilet very clean. I believe somebody replaced contents of biotene bottle with toilet bowl cleaner and is selling on the market as dry mouth oral rinse; made in (B)(4).